Event description:
The customer reported to olympus that the evis exera iii video system center would not recognize six (6) different 180 series scopes attempted. The customer had older 180-series scopes that worked fine before, but when they were plugged in, the system did not recognize them anymore. The system recognizes the 190 series scopes but not the 180 series scopes. The issue was found during preparation for use after hours, not during a case. The device was replaced with a mobile cart. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the issue was due to a faulty patient board set. An old version of the main switch was noted, and it was recommended to update, a worn-out video connector latch caused poor connection with pigtails, and software version 1.05, recommended to update to version 4.10 was also found. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty patient board set could not be identified. Olympus will continue to monitor field performance for this device.